Event description:
It was reported that a centaur plate was implanted in 2002 to treat a fracture. In jun. 2005, the plate was found broken. In 2005, the pt underwent additional surgery to remove the plate.